Manufacturer narrative:
Results: recliner mechanism.

Event description:
It was reported by service report that the foot section will not lock in place properly. No patient involvement or adverse consequences are reported.